Event description:
Reference MFR report: 1627487-2012-15022. It was reported, the patient is no longer receiving stimulation. It was also reported, the charger and programmer can no longer communicate with either of the patient's ipgs. A replacement charger was sent to the patient. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history ot the event reported. Sjm defers to the patient's physician regarding medical history.